Event description:
The customer reported that the insulin pump alarmed button error and failed battery test. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. It was received with operating currents within specification. No failed battery test alarms noted during testing. The device had intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.